Manufacturer narrative:
Supplemental submitted with results of user facility's evaluation. The alleged inspection found that the bed exit did not alarm audibly at the bed when a patient got out of the bed, but the alarm did go off through the nurse call system. The patient was examined and found that there was no adverse consequence or injury. It was reported by the account that the cb10 had malfunctioned and that the alarm function of the cb10 was damaged. Once the cb10 was replaced, the bed exit functioned properly. Unit was evaluated and repaired by the user facility.

Event description:
It was reported that a patient fell out of the bed, and the bed exit did not audibly alarm. The patient reported had a CT scan, and the results were negative. There were no adverse consequences to the patient.

Event description:
It was reported that a patient fell out of the bed, and the bed exit did not audibly alarm. The patient reported had a CT scan, and the results were negative. There were no adverse consequences to the patient.